Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head kept falling off-oral b power care [device breakage]. Case narrative: consumer called and stated that oral -b refills were not working, they kept falling off. No injury was reported.